Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted, there was a refractive surprise. The patient couldn't see clearly. The lens was exchanged one month after initial implantation.additional information was requested.

Manufacturer narrative:
A sample device was not returned for investigation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).